Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet. This is a final report.

Event description:
Information was received that the user hit his head on an iron railing at the beginning of (B)(6) 2023. He immediately reported that he could no longer hear with the device.the user was re-implanted.

Event description:
Information was received that the user hit his head on an iron railing at the beginning of (B)(6) 2023. He immediately reported that he could no longer hear with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the user hit his head on an iron railing at the beginning of april 2023. He immediately reported that he could no longer hear with the device.